Event description:
Reportable based on new information received on (B)(6) 2014. It was reported that a crossing difficulty occurred. Vascular access was obtained through the femoral artery. The de novo target lesion was located in the left circumflex artery. The 20mm x 2.25mm taxus liberté stent was advanced but was unable to cross the lesion. However, preliminary device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the catheter was returned in two sections due to a hypotube break 19cm from the manifold strain relief with severe kinks close to the breaksite. There was a pronounced 90° kink 20mm proximal to the breaksite, and various kinks distal to the breaksite. This type of damage is consistent with excessive force being applied to the delivery system during attempts to cross a lesion. The distal end of the stent was damaged. Struts on the most distal row were slightly lifted and pushed proximally. This type of damage is consistent with the stent meeting resistance upon advancement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).